Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following insertion of the intraocular lens (iol), during loading the iol, plunger injector over-riding with the iol. The surgeon tried to pull and found that optic lens had crack line. The lens was replaced during initial procedure and the procedure was completed without harm to the patient. No further information available.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol (intraocular lens). Company preloaded device was not returned. Iol was returned in a plastic sealed pouch inside the product carton. Solution is dried on the iol. The optic is scratched/marked and cracked/fractured - rejectable. The product investigation could not identify the root cause for the reported complaint "plunger injector over riding with iol, optic lens had crack line, lens explanted" as only the iol was returned for evaluation. The company preloaded device was not returned. We are unable to confirm haptic position for the advancement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).